Event description:
It was reported to philips that the ippc failed. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system and replaced the ippc and the hard disks which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc failed. Review of the system log file showed that there was a malfunction with frontal ip pc. To resolve the issue, fse replaced the ippc, hard disks and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.